Event description:
Boston scientific received information in (B)(6) 2011 that the patient has retained an attorney and recently submitted paperwork as part of the litigation process. According to the legal claim, the patient has suffered physical pain and emotional distress as a result of the implantation of replacement leads. Following the lead revision procedure, the patient has required four emergency appointments with her cardiologists and several rounds of antibiotics because the surgical wound had reopened (three weeks post-surgical procedure). The chronic device and replacement leads remain inservice.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.